Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received confirming that the rv lead was explanted. The lead was tested with the device prior to the extraction and then with a pacing system analyzer (psa) after it was extracted, which produced high pacing impedance measurements. All measurements were within range after the rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
X-ray results are still pending. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported. Additional information was received indicating that all other measurements were within range. No revision was done as the x-ray result was still pending. The lead is suspected to be the cause of the out of range measurement. No adverse patient effects were reported.